Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure was found extruding from the left fallopian tube and was removed') and genital haemorrhage ('irregular bleeding/ bleeding') in an adult female patient who had essure (batch no. 706679 - not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine and fibroids. Microscopic description: ecc: sections reveal multiple small fragments of dyssynchronous endometrial tissue with no evidence of malignancy seen. Emc: sections and step cut reveal multiple fragments of dyssynchronous endometrial tissue admixed with mucous and blood clots. Previously administered products included for an unreported indication: atenolol. Concurrent conditions included skin tags, scar, sexual dysfunction, condyloma, headache, hyperkeratosis, parakeratosis, seborrheic keratosis, menorrhagia, umbilical hernia, anemia, hypermenorrhea, migraine, uterine fibroids, endometrial ablation, metrorrhagia and hypomenorrhea. Concomitant products included atenolol and butalbital;caffeine;paracetamol (fioricet) for migraine. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), device extrusion ("extrusion of left essure coil/ extrusion") and discomfort ("significant discomfort") and underwent umbilical hernia repair ("underwent hernia repair on (B)(6) 2011/ umbilical hernia repair"). The patient was treated with surgery (gynecare thermal ablation and translaparoscopic removal of extruding essure device from the left fallopian tube, d & c). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, genital haemorrhage, device extrusion, umbilical hernia repair and discomfort outcome was unknown. The reporter considered device extrusion, discomfort, fallopian tube perforation, genital haemorrhage, pelvic pain and umbilical hernia repair to be related to essure. The reporter commented: several attempts were made and then finally the procedure was terminated, may be there was scar tissue on the tube. At this point, the hysteroscope was removed. Now, we proceeded with the laparoscopic tubal. Under the direct vision of the laparoscope, seconday incision was made at the hairline, and secondary trocar and cannula were inserted into the abdominal cavity. The trocar was removed, and both the tubes and the ovaries were identified. Diagnostic results (normal ranges are provided in parenthesis if available): physical examination - on (B)(6) 2011: clinical impression: the patient is status post sterilization with hypermenorrhea, admitted for gynecare balloon ablation of endometrium and incidental hernia repair by doctor. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure was found extruding from the left fallopian tube and was removed'), device dislocation ('device migration') and genital haemorrhage ('irregular bleeding/ bleeding') in an adult female patient who had essure (batch no. 706679 - not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine and fibroids. Microscopic description: 1) ecc: sections reveal multiple small fragments of dyssynchronous endometrial tissue with no evidence of malignancy seen. 2) emc: sections and step cut reveal multiple fragments of dyssynchronous endometrial tissue admixed with mucous and blood clots. Previously administered products included for an unreported indication: atenolol. Concurrent conditions included skin tags, scar, sexual dysfunction, condyloma, headache, hyperkeratosis, parakeratosis, seborrheic keratosis, menorrhagia, umbilical hernia, anemia, hypermenorrhea, migraine, uterine fibroids, endometrial ablation, metrorrhagia and hypomenorrhea. Concomitant products included atenolol and butalbital;caffeine;paracetamol (fioricet) for migraine. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), device extrusion ("extrusion of left essure coil/ extrusion") and discomfort ("significant discomfort") and underwent umbilical hernia repair ("underwent hernia repair on (B)(6) 2011/ umbilical hernia repair"). The patient was treated with surgery (gynecare thermal ablation and translaparoscopic removal of extruding essure device from the left fallopian tube, d & c). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, device extrusion, umbilical hernia repair and discomfort outcome was unknown. The reporter considered device dislocation, device extrusion, discomfort, fallopian tube perforation, genital haemorrhage, pelvic pain and umbilical hernia repair to be related to essure. The reporter commented: several attempts were made and then finally the procedure was terminated, may be there was scar tissue on the tube. At this point, the hysteroscope was removed. Now, we proceeded with the laparoscopic tubal. Under the direct vision of the laparoscope, seconday incision was made at the hairline, and secondary trocar and cannula were inserted into the abdominal cavity. The trocar was removed, and both the tubes and the ovaries were identified. Diagnostic results (normal ranges are provided in parenthesis if available): physical examination - on (B)(6) 2011: clinical impression: the patient is status post sterilization with hypermenorrhea, admitted for gynecare balloon ablation of endometrium and incidental hernia repair by doctor. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pfs received new reporter information, new event device migration was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure was found extruding from the left fallopian tube and was removed'), device dislocation ('device migration') and genital haemorrhage ('irregular bleeding/ bleeding') in an adult female patient who had essure (batch no. 706679-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine and fibroids. Microscopic description: 1) ecc: sections reveal multiple small fragments of dyssynchronous endometrial tissue with no evidence of malignancy seen. 2) emc: sections and step cut reveal multiple fragments of dyssynchronous endometrial tissue admixed with mucous and blood clots. Previously administered products included for an unreported indication: atenolol. Concurrent conditions included skin tags, scar, sexual dysfunction, condyloma, headache, hyperkeratosis, parakeratosis, seborrheic keratosis, menorrhagia, umbilical hernia, anemia, hypermenorrhea, migraine, uterine fibroids, endometrial ablation, metrorrhagia and hypomenorrhea. Concomitant products included atenolol and butalbital;caffeine;paracetamol (fioricet) for migraine. On (B)(6) -2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), device extrusion ("extrusion of left essure coil/ extrusion") and discomfort ("significant discomfort") and underwent umbilical hernia repair ("underwent hernia repair on (B)(6) 2011/ umbilical hernia repair"). The patient was treated with surgery (gynecare thermal ablation and translaparoscopic removal of extruding essure device from the left fallopian tube, d & c). Essure was removed on 8-feb-2011. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, device extrusion, umbilical hernia repair and discomfort outcome was unknown. The reporter considered device dislocation, device extrusion, discomfort, fallopian tube perforation, genital haemorrhage, pelvic pain and umbilical hernia repair to be related to essure. The reporter commented: several attempts were made and then finally the procedure was terminated, may be there was scar tissue on the tube. At this point, the hysteroscope was removed. Now, we proceeded with the laparoscopic tubal. Under the direct vision of the laparoscope, seconday incision was made at the hairline, and secondary trocar and cannula were inserted into the abdominal cavity. The trocar was removed, and both the tubes and the ovaries were identified. Diagnostic results (normal ranges are provided in parenthesis if available): physical examination - on (B)(6) 2011: clinical impression: the patient is status post sterilization with hypermenorrhea, admitted for gynecare balloon ablation of endometrium and incidental hernia repair by doctor. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure was found extruding from the left fallopian tube and was removed') and genital haemorrhage ('irregular bleeding/ bleeding') in an adult female patient who had essure (batch no. 706679) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine and fibroids. Microscopic description: ecc: sections reveal multiple small fragments of dyssynchronous endometrial tissue with no evidence of malignancy seen. Emc: sections and step cut reveal multiple fragments of dyssynchronous endometrial tissue admixed with mucous and blood clots. Previously administered products included for an unreported indication: atenolol. Concurrent conditions included skin tags, scar, sexual dysfunction, condyloma, headache, hyperkeratosis, parakeratosis, seborrheic keratosis, menorrhagia, umbilical hernia, anemia, hypermenorrhea, migraine, uterine fibroids, endometrial ablation, metrorrhagia and hypomenorrhea. Concomitant products included atenolol and butalbital; caffeine; paracetamol (fioricet) for migraine. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), device extrusion ("extrusion of left essure coil/ extrusion") and discomfort ("significant discomfort") and underwent umbilical hernia repair ("underwent hernia repair on (B)(6) 2011/ umbilical hernia repair"). The patient was treated with surgery (gynecare thermal ablation and translaparoscopic removal of extruding essure device from the left fallopian tube, d & c). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, genital haemorrhage, device extrusion, umbilical hernia repair and discomfort outcome was unknown. The reporter considered device extrusion, discomfort, fallopian tube perforation, genital haemorrhage, pelvic pain and umbilical hernia repair to be related to essure. The reporter commented: several attempts were made and then finally the procedure was terminated, may be there was scar tissue on the tube. At this point, the hysteroscope was removed. Now, we proceeded with the laparoscopic tubal. Under the direct vision of the laparoscope, secondary incision was made at the hairline, and secondary trocar and cannula were inserted into the abdominal cavity. The trocar was removed, and both the tubes and the ovaries were identified. Diagnostic results (normal ranges are provided in parenthesis if available): physical examination - on (B)(6) 2011: clinical impression: the patient is status post sterilization with hypermenorrhea, admitted for gynecare balloon ablation of endometrium and incidental hernia repair by doctor. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.